Manufacturer narrative:
Device evaluation: the tamper seal was removed or broken and has a scratched lens. The customer reported the pump failed flow test 3 times no evidence found in ehl. Running three accuracy tests, the pump was found to be within manufacturing specifications. The customers reported problem not duplicated. No problem found. No problem found. Perform pm. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed the flow test three times. No patient involvement reported.

Manufacturer narrative:
Customer response email received with new information provided by the customer, there was no patient involvement. Therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0187382 is no longer considered reportable, please disregards any reports associated with it.

Event description:
Additional information was received that the reported event did not occur during patient use.